Event description:
It was reported to MFR that the hand held screen was continually freezing following a successful interrogation. The soft reset was performed by the physician to temporarily resolve the frozen screen. Attempts to obtain the hand held and software for analysis have been made, but have been unsuccessful to date.